Event description:
Meter name: one touch profile, strip name: lifescan one touch teststrips, meter code: 5, strip code: 8 strip storage: unknown, symptoms: vomitting, nausea, shortness of breath-- real tiredness a patient reported they were hospitalized and is in ICU their meter allegedly was inaccurately low. The result on their meter was 56 mg/dl at noon, at 6pm the same day it read 206 mg/dl. The result on the hospital was 696 (approximately 6:30pm). The time difference between patient's meter and hospital was 30 minutes. Patient's family member gave the pt gatorade, 7-up with surgar and 7-up without sugar. No further information has been reported.